Manufacturer narrative:
The reported field event of a bpa alert was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. There was no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences.